Event description:
It was reported to vyaire medical that the front knob on the microblender was damaged. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.